Event description:
It was reported that during an indirect decompression implant procedure, the spindle cap broke when the device was deployed after insertion. The broken spacer parts were retrieved from the patient and a new spacer was successfully implanted. The physician noted the presence of bone obstruction when the implant was deployed which caused resistance. The patient also presented a funnel shaped interspinous space where it became very narrow moving from posterior to anterior. Additionally, the operator unintentionally loaded the inserter with the implant while the driver was engaged which may led to the device not deploying properly. The spacer will not be returned as the device was disposed of by the medical facility. The patient was doing well postoperatively.